Event description:
Information was received from a user facility via a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the flex arm disk did not move as expected and have broken parts. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my11k001r analysis found that the handle screw was stuck to the threaded part at the end of the cable. Therefore, it could not be disassembled, and the cable required to be cut for repair. It was observed that there was deformation of the handle screw threads and there was breakage to the bearing. B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.